Event description:
It was reported that (1) device was used during a laparoscopic gyn procedure. It was reported by the affiliate that the surgeon hit the common iliac artery with the tip of the 355sd cannula, when the surgeon was deflating. The case was converted to an open procedure for hemostasis. The bleeding was almost 2000cc. A blood transfusion of 900cc was needed. The pt is fine right now. The device was discarded.